Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had a surgery incision from having open heart surgery prior to received the lifevest. The lifevest garment irritated the incision causing the wound to open and possibly become infected. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to remove the lifevest during the day and wear a bandage over the wound, so she could wear the lifevest at night. The patient returned the equipment due to ef improvement. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.